Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. E1. Initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with ngen pump. It has been said that the ngen pump does not detect the bubble in the tubing while there are actual bubbles. They tried to flush the sensor, change the tubing set, and shut down the pump and generator but the issue remains. They used a smartabate system to continue the procedure. Procedure completed. No patient consequences. Ten minute delay. It has been requested to receive a new pump.

Manufacturer narrative:
The investigation was completed on 12-jun-2025. It was reported that a patient underwent an atrial fibrillation (afib) procedure with ngen pump. It has been said that the ngen pump does not detect the bubble in the tubing while there are actual bubbles. They tried to flush the sensor, change the tubing set, and shut down the pump and generator but the issue remained. The device was received at a repair site and then sent to the manufacturer for evaluation. Work order service report was sent to johnson & johnson medtech for evaluation. After conducting all the necessary tests, the device has been found to be in good condition. No issues were detected. Other circumstances may have affected the device performance. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. As part of the quality process, the devices are manufactured, inspected, and released to approved specifications. The h4. Device manufacture date and d4. Primary UDI number have now been added. During an internal review on 25-jun-2025, noted a correction to the 3500a initial under d4. Primary UDI number as it should have been blank at that time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).